Event description:
The patient inserted a tampon in 2008. Two hours later the patient attempted to remove the tampon and reported that the cord became detached from the tampon. The patient visited an emergency room for removal of the tampon. Patient was released and no medications were prescribed. No complications were reported. Patient provided discharge instructions from emergency room confirming event.

Manufacturer narrative:
Eval summary: withdrawal cord integrity testing was performed on 16 samples returned by the customer from the same carton of devices purchased. All returned tampons had intact withdrawal cords and no sewing defects were noted. Samples were tested for cord anchor strength and all results were above the specified minimum value. Production data for the lot was reviewed and no quality defects were noted related to cord defects. In addition, this lot has not been involved in any previous customer complaints.